Manufacturer narrative:
Initial reporter phone: (B)(6). The product investigation was completed. Device evaluation details: visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component and the dilator was observed kinked condition. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis angle of insertion. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The dilator was inserted in order to verify if there was resistance. However, no resistance or obstruction was felt. The obstruction reported could be related to hemostatic valve dislodgement. The kinked condition observed on the dilator could be related to the handling of the device during the procedure since according to the information provided the dilators were bent while trying to push them upon meeting resistance. A device history record evaluation was performed for finished device number 00001951, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
A patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small for which biosense webster¿s product analysis lab identified that the hemostatic valve was dislodged inside the hub component. The finding was identified on (B)(6)2022 . During the procedure, the dilator would not advance up sheath (this occurred when the dilator was being inserted into the sheath). The sheath was not in the patient. This was done before access was gained. The passage was completely blocked. The sheath was replaced and no further issues occurred. No patient consequences were reported. Obstructed sheath is not MDR-reportable. Hemostatic valve separation is MDR-reportable.